Event description:
A malfunction was reported by the customer when the pump screen went dark and would not turn on, possibly due to exposure to extreme temperatures while outside. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but the pump screen remained unresponsive. A red led was blinking, and the pump was vibrating intermittently. As a result, technical support decided to replace the pump. The customer was informed about the shipping and was advised to use multiple daily injections as backup therapy. The replacement pump with updated software was sent, and the customer was provided with instructions for receiving and returning the defective pump.